Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5098705 that a female patient who underwent an unspecified breast surgery with two unknown mentor silicone breast implants has experienced unexplained systemic symptoms postoperatively, including heart palpitations, muscle pain, fatigue, temperature intolerance, hair loss, weird rashes, bloodshot eyes, gastrointestinal issues, brain fog, anxiety, interstitial bladder disease, adenomyosis. The report indicates that the patient had multiple unspecified surgeries. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.

Manufacturer narrative:
On (B)(6) 2021 additional information received indicated that date of explanation was on (B)(6) 2020. Date of implantation was on (B)(6) 2015. Reason for device explant and/or reoperation: generalized illnesses. Manufacturer¿s reference number: (B)(4).